Manufacturer narrative:
H.6. Investigation: one (1) photo was provided by the customer for investigation. The photo shows two (2) blister packs lying next to two (2) needle hub assemblies. The needle assembly on the right has a needle that appears to be longer than the needle assembly on the left; however, the needle hubs are the same color. It was also noted that the printing on the top web of the two (2) blister packs appears to be different as well. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion bd acknowledges that the photo provided by customer has needles of two (2) different lengths. As the customer reported one (1) occurrences of a shorter needle being found it is likely that a shorter length needle became lodged in a cannula cartridge and then the cartridge was refilled with longer needles at which time the shorter length needle became dislodged and was assembled. A true root cause cannot be determined at this time. H3 other text : see h.10.

Event description:
Material no: 30512,2 batch no: 9093865. It was reported that before use of the bd precisionglide¿ needle the needle inside the packaging is smaller than the needle usually received. The following information was provided by the initial reporter: customer ordered 1 box of bd305122 from orders (B)(4). When she opened the individual needle packaging, she noticed it is much smaller. Customer says that this is bd packaging error where the packaging is incorrect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 305122, batch no: 9093865. It was reported that before use of the bd precisionglide¿ needle the needle inside the packaging is smaller than the needle usually received. The following information was provided by the initial reporter: customer ordered 1 box of bd305122 from orders (B)(4). When she opened the individual needle packaging, she noticed it is much smaller. Customer says that this is bd packaging error where the packaging is incorrect.